Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of auto mode switch due to noise on the ventricular channel was observed during a follow-up. The physician elected to take no action other than to follow-up with the patient. The lead remains implanted. The patient was in good condition.